Manufacturer narrative:
(B)(4). The customer evaluated the device.

Event description:
The customer reported the ventilator touch screen and navigation ring would not allow the customer to adjust the patient settings. The customer reported there was no patient involvement.